Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ultrasound proven extracapsular rupture with silicone debris," ¿silicone laden left axillary lymph nodes¿ and ¿silicone induced granuloma."

Event description:
Healthcare professional reported left side "ultrasound proven extracapsular rupture with silicone debris". The device remains implanted.